Event description:
During ivtm therapy, the customer reported the thermogard xp ivtm system displayed an air trap alarm after rewarming the patient. A leak test was performed using the IFU and the icy catheter (lot #175025) had a leak. No saline was noticed on or around the console or patient. The dwell time was 48 hours. The catheter was smoothly inserted on the left femoral on the first attempt. The alarm on the console was cleared but therapy was discontinued. Fever avoidance therapy was continued using conventional therapy/drugs. No impact or consequence to the patient.

Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot #175025) was confirmed during functional testing. A bonding leak was observed at proximal end of medial balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residue was observed on the balloons. Functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at proximal end of medial balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 175025.